Event description:
It was reported that the lead was observed to have an increased rv pacing threshold. It was also noted that during real time hvli test, intermittent undersensing was observed. Physician elected to take no action. Patient condition was good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.